Event description:
Device used in conjunction with a valleylab e.s.u. Model #sse2l s/n loj2354l. E.s.u. Was serviced on march 1992 by d.r.h. Boimed.pencil was laid on a patient. It came on by it's self burning the patient. See patient incident report for further details.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: electric problem - short circuit. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.